Event description:
It was reported that during a colon procedure, the device cut but the staples would not close during the use of the first cartridge. Procedure was converted to a "stomy". Event changes the original intent of the procedure.